Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device check. It was noted that the implantable cardiac defibrillator could not be interrogated. The patient received a vibratory alert sometime back and was admitted for device replacement. No intervention was performed. The patient was stable throughout the event. No further information was available.

Event description:
It was reported that the patient presented in the clinic for a device check. It was noted that the implantable cardiac defibrillator could not be interrogated and exhibited premature battery depletion. The patient received a vibratory alert sometime back and was admitted for device replacement. No intervention was performed. The patient was stable throughout the event. No further information was available.